Event description:
Additional information was received stating that the vns patient¿s device did not show any issues in (B)(6) 2014. Despite the high impedance observation, the patient reportedly continued to receive efficacy from the device. The patient was experiencing voice alterations and throat tickling/tightening sensations similar to those prior to high impedance.

Event description:
Further information was received from a nurse, indicating that the patient underwent a full replacement surgery on (B)(6) 2015. The lead was replaced due to high impedance and the generator was prophylactically replaced. It was reported that the explanted devices will not be returned to the manufacturer. Therefore, no device analysis could be performed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, a suspect area of the lead was seen by the lead pin that could have caused the high impedance. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (5500 ohms). The device was not programmed off and there was no known trauma. X-rays were sent to manufacturer for review. Review of x-rays identified a suspect area near the lead pin that may be the cause of the high impedance. No further relevant information has been received to date. No surgical intervention has been performed to date.